Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 14 events for the failure: overheating of device. - 13 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99199. Supplemental rationale corrected data: b5, h1, h6, h11 12 events were originally reported for this failure mode during the reporting quarter; however, - 2 events were inadvertently excluded. - 14 reported events are included in this follow-up record. Product return status 14 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 14 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition 7 devices: scrapped by stryker. 7 devices: product not received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 12 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 12 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 5 devices: scrapped by stryker. 7 devices: product not received. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 12 events for the failure: overheating of device. 11 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had no health consequences or impact.